Manufacturer narrative:
The lot number was provided and a review of the device history records is currently underway. The device was not returned for eval. The investigation is currently underway.

Event description:
It was reported that a pt experienced pain and a left thigh hematoma one hour after completion of a cto recanalization procedure in the left sfa. Vessel perforation with extravasation was identified. Intervention was performed and treatment consisted of angioplasty and placement of three stent grafts in the sfa. Post intervention, the pt required a blood transfusion. Multiple interventional devices were used during the initial procedure and it is unk which device caused the perforation. There was no reported malfunction of the cto device. The pt was reported to have recovered.